Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the black box review shows numerous occlusion alarms on the reported failure period. During the load step attempt, the piston stops at 205 units, the pump was primed and an occlusion alarm occurred upon the first normal bolus delivery attempt. Investigators were unable to run the pump for 24 hours. The force sensor reading is out of specifications. The pump was opened and inspected and the solder component was found to be misaligned on the pcb. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the u4 solder component was found to be misaligned on the pcb. The force sensor calibration reading is out of specifications. This report is made based on results of investigation completed on (B)(4) 2012.